Event description:
Dr would like to report an incident associated with a med device known as skin temp mfg by biocore med technologies in topeka ks. FDA can see the adverse device reaction and in spite of appropriate use of material the fact that the material is failing to perform as indicated from the MFR. This is reporter's second formal complaint to the FDA regarding their expiration data associated with the materials. Upon review of other mfrs dating to materials, the majority of mfg does not seem to exceed two yrs on collagen products, yet this MFR extends it out to three yrs for shelf life. Dr questions the stability based upon their packaging and timing. MFR has refused to honor dr's request for stability studies to show that the expiration dates are appropriate. FDA's formal investigation regarding this matter would be greatly appreciated. In the event that FDA needs the material itself for analysis please do not hesitate to contact source. Thank you for FDA's attention in this matter. As indicated in dr's last info to the FDA dr continues to request anonymity associated with this report. Rptr rec'd a telephone call from pt's home hlth nurses. She states that skin temp was dried out and adherent to the two new skin tears that he has from his fall recently. She attempted to saturate the skin temp with saline and was unsuccessful in eliminating it without actually increasing the size of the skin tear. As such she is requesting a change in orders. Rptr did go ahead and discontinue the skin temp on him. Apparently in spite of the mfrs dating on the material and light tight processing packaging it is too old. Rptr is going to go ahead and start pt onto lamin with foam dressing.